Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-02596

Event description:
It was reported that the customer had an issue with the sensors sticking to his body. Customer also stated there was an issue with the differences between sensor glucose and blood glucose readings. Customer's blood glucose level was in the 100-120 mg/dl range, but his sensor glucose reading was 50 mg/dl. Customer stated that he received a change sensor alert. Customer stated that the adverse event was when he had a low blood glucose level but the paramedics were not called. Customer was not taken to the hospital. Customer had low blood glucose levels in august and his daughters found him and gave him a glucagon shot. Customer's blood glucose level was 50 mg/dl on (B)(6) 2014 and 21 mg/dl on (B)(6) 2014. Customer stated that since then, he has seen his educator and made changes to the settings in the pump. Customer stated that it seems to have resolved their issues. Customer declined troubleshooting. No further details provided.